Event description:
It was reported by the customer that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.